Manufacturer narrative:
Additional information: d10. Two portex tube blue line classic was returned for analysis. The returned samples were visually inspected at 12" to 16" and normal conditions of illumination. No discrepancies were found in the returned sample. The cuff of the returned samples was inflated using a syringe and the products and immerse in the water in order to detect any leakage the cuff was inflating per more of 48 hours, no discrepancies were found. The manufacturing process and operations were reviewed in order to confirm that there are no practices that could cause a malfunction. Cuff assembly operation was reviewed; no discrepancies were found. Inflation line assembly operation was reviewed; no discrepancies were found. Inflation test was audited during thirty two (32) units, in order to verify that the inflation test was properly performed; the inflation test was performed according to the test method stated in the manufacturing procedure; no deflated cuffs were detected during the thirty two (32) units test. No root cause has to be determined since the complaint was not confirmed since no issues were found with the product.

Event description:
Information was received indicating that a smiths medical portex® blue line classic® tracheostomy tube was reported to be longer in length, causing pain to the trachea. It was required that the tube be changed out but again caused pain after a few hours of use and during the following days. It was noted that the tubes had curved to the left more than normal and is thicker than a normal tube. It was reported that the patient undergo 3 weeks of medical treatment with antibiotics and painkillers. There were no further reported adverse effects.